Event description:
It was reported that during a treatment procedure for a pt with a pre-existing dialysis fistula with a tight stenosis, the physician used the 7-4 balloon, in an attempt to dialte the lesion, @ 15-20 atms. (Rbp=15 atm). When the balloon did not hold pressure very well, he used an inflation device and maintained full inflation pressure for "a few minutes". When the balloon was deflated, it completely separated from the catheter. The catheter shaft was easily removed in one piece; a helical snare was then used to retrieve the balloon fragment which also appeared to be in one piece. Due to the size of the balloon and the snare, the physician was not able to remove the devices through the sheath (unknown size). He then performed a cutdown to remove the balloon and the snare. The incision was closed with one stitch. The physician did not perform any further intervention on the fistula, as he thought the stenosis had been successfully dilated prior to the balloon detachment. In a follow-up visit 6 days after the procedure, the graft was found to be patent and functioning well.